Event description:
On (B)(6) 2026, an arthrex employee reported via email that powerpick ar-8150px-45 (lot/serial (B)(6) fractured internally at the spring mechanism after drilling several holes during a hip arthroscopy procedure on (B)(6) 2026. According to dr. Ben ang, no arthrex representative was present during the case. The surgeon described operating at a high forward speed (above 7000 rpm) and initiating drilling before the tip made contact with the bone, maintaining continuous drilling until exiting the bone. His hand position remained steady without movement throughout the process.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.